Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had a procedure to relieve discomfort related to movement of the device. During the procedure the leads were disconnected from the device. During a followup visit 2 weeks later, the shocking impedance was noted to be out-of-range. An invasive procedure to check the lead was performed. At that time the patient was converted successfully and the shocking impedance returned to normal. Additional information was received stating at a routine clinic visit the shocking impedance was again noted to be out-of-range and had been since the invasive procedure 2 months earlier. All other measurements remain normal.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had a procedure to relieve discomfort related to movement of the device. During the procedure, the leads were disconnected from the device. During a followup visit 2 weeks later, the shocking impedance was noted to be out-of-range. An invasive procedure to check the lead was performed. At that time, the patient was converted successfully and the shocking impedance returned to normal. Additional information was received stating at a routine clinic visit the shocking impedance was again noted to be out-of-range and had been since the invasive procedure 2 months earlier. All other measurements remain normal. Information was received stating during an invasive procedure, the leads were disconnected from header and the header was flushed with saline. All the leads were reconnected. Subsequent measurements were all within normal limits. An induction was performed with successful conversion at 21 joules. It was suspected that the leads were not fully seated in the header. The device and leads remain implanted. At a later date, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A visual inspection of the device header and case noted no anomalies. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests, including impedance measurements were also performed. Normal device function was again observed. Laboratory analysis could not confirm the field observations of out of range shock impedance measurements. This device met all specifications.